Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their system explanted on (B)(6) 2025 for an unknown reason.

Manufacturer narrative:
The proclaimxr ipg was explanted due to ¿failed scs system¿. Analysis revealed that the ipg was running the service application software. The device entered the service app state on (B)(6) 2025, the date of explant. The last daily battery log entry occurred on (B)(6) 2025, therefore, the device was logging diagnostics up to that date. This indicates the device entered the service application state during the explant procedure on (B)(6) 2025. The ipg will log battery voltages every 23 hours as long as it's in therapy app state. Since the device had a crc error, functional testing could not be performed, and a more thorough analysis could not be performed.